Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy procedure, the surgeon was not able to press the green button and the reload would not fire. Used a new device to complete the procedure. There was no patient injury.